Event description:
Social worker called for customer, she states that the customer had to rush self to the hosp last friday and last sunday, she did mention that both days the meter was working but now she mentioned that customer might have to go to emergency because the meter is not working. Tried eight different batteries and called lifescan. No symptoms.